Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, red particles in the shell, underweight and missing shell. A visual and microscopic analysis was performed which identified: broken sharp on posterior, non-penetrating nicks, striated opening and broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A striated opening and broken on anterior assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken device with red particles on the surface, inside a plastic container. Device analysis performed through photographs, due to the impossibility to perform. Microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, d.6b, e.3, h.6.

Event description:
Device has been explanted.